Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller was acting very obnoxiously. Patient said the controller would not wake up when they tried to recharge the implanted neurostimulator, and after a few seconds of shaking the controller, or pushing buttons multiple times, controller would wake up. Patient then said they would have to reset the controller half the time to get the controller to work. Patient also said with some regularity, more often than it should have, when the controller did wake up, the screen would tell them it lost the date and time, and that they would need to put in a new date/time. Patient also said when the implant was near completely dead, they could get between 60-80% charge on the implant before controller had to be charged again, but if implant was empty then at best the implant would get to 40% until the controller would run out of charge. When asked event date, patient said the issue started several months ago, this year. Patient inspected the battery compartment and li battery, but did not see any damage. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
H3: continuation of d10: product ID 97745 ; serial# (B)(6); product type programmer was returned for product analysis. Analysis found cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Hence front case was replaced. Charger recharger telemetry module (rtm) connector cleaned and excellent recharge status was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.